Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
Damaged ancillary trocar. (Device b): serial = (B)(4); e5rk6p (batch #); exp date = 09/16/2013. MFR date (device b): 10/16/2008. Device a arrived and in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not been fired. After further analysis, it was noted that the ancillary trocar was molded incorrectly resulting in a dimensional change consequently increasing the resistance for the attachment and detachment of the ancillary trocar. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Device b arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no ancillary trocar was received with the device. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, at the gastro-jejunostomy, upon placing the ancillary trocar to make the anastomosis, the surgeon could not click the blue plastic into place into the anvil slot. This meant that another gun had to be opened upon which the blue ancillary trocar and the anvil did align. Another device was used to complete the procedure. There were no adverse consequences for the patient.